Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter said that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed evidence of a voltage drop and short battery life beginning on (B)(6) 2015. There was no evidence of motor power supply fault alarm in the black box or alarm history. The battery compartment was cracked below the grip pad. The pump case was cracked in the corner of the display area. There was evidence of moisture behind the display lens. The pump's current draws were within specifications. There was evidence of moisture contamination throughout the inside of the pump. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.